Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead triggered an alert for high impedance. It was noted that fluctuating lv lead impedance was also observed. The lv lead remains in use. No patient complications have been reported as a result of this event.